Event description:
The user was not satisfied with the recovery of tsh and ft4 versus competitor methods. Of the data provided, the following results were discrepant. Tsh results are in miu/ml and ft4 results are in ng/dl. Sample 1 initial tsh result was 6.78, repeat on the siemen's dimension was 4.23, repeat on the elecsys 2010 was 6.67, repeat on the e601 with a new lot number of reagent was 6.61 and repeat result from an unknown roche analyzer was 6.59. The initial ft4 result was 1.21, repeat on the siemen's dimension was 0.77, repeat on the elecsys 2010 was 1.17, repeat on the e601 with a new lot number of reagent was 1.17 and repeat result from an unknown roche analyzer was 1.26. Sample 2 initial tsh result was 9.69, repeat on the siemen's dimension was 6.12, repeat on the e601 with a new lot number of reagent was 9.84 and repeat result from an unknown roche analyzer was 9.81. The ft4 result on the siemen's dimension was 0.69, repeat on the e601 with a new lot number of reagent was 1.05 and repeat result from an unknown roche analyzer was 1.14. Sample 3 initial ft4 result was 0.94, repeat on the siemen's dimension was 0.55, repeat on the elecsys 2010 was 0.826, repeat on the e601 with a new lot number of reagent was 0.841 and repeat result from an unknown roche analyzer was 0.916. Sample 4 initial ft4 result was 1.59, repeat on the siemen's dimension was 0.82, repeat on the elecsys 2010 was 1.35, repeat on the e601 with a new lot number of reagent was 1.36 and repeat result from an unknown roche analyzer was 1.47. Sample 5 initial tsh result was 4.30, repeat on the siemen's dimension was 2.98, repeat on the e601 with a new lot number of reagent was 4.51 and repeat result from an unknown roche analyzer was 4.38. The initial ft4 result was 1.39, repeat on the siemen's dimension was 0.71, repeat on the e601 with a new lot number of reagent was 1.33 and repeat result from an unknown roche analyzer was 1.41. Sample 6 initial tsh result was 4.67, repeat on the siemen's dimension was 2.54, repeat on the elecsys 2010 was 4.61, repeat on the e601 with a new lot number of reagent was 4.57 and repeat result from an unknown roche analyzer was 4.51. The initial ft4 result was 0.41, repeat on the siemen's dimension was 0.22, repeat on the elecsys 2010 was 0.384, repeat on the e601 with a new lot number of reagent was 0.397 and repeat result from an unknown roche analyzer was 0.418. Sample 7 initial tsh result was 4.32, repeat on the siemen's dimension was 2.35, repeat on the e601 with a new lot number of reagent was 4.34 and repeat result from an unknown roche analyzer was 4.13. The initial ft4 result was 1.24, repeat on the siemen's dimension was 0.76, repeat on the e601 with a new lot number of reagent was 1.17 and repeat result from an unknown roche analyzer was 1.21. Sample 8 initial tsh result on the siemen's dimension was 2.92, repeat on the e601 with a new lot number of reagent was 6.08 and repeat result from an unknown roche analyzer was 5.99. The initial ft4 result on the siemen's dimension was 0.95, repeat on the e601 with a new lot number of reagent was 1.38 and repeat result from an unknown roche analyzer was 1.42. Sample 9 initial ft4 result was 2.29, repeat result on the siemen's dimension was 1.63, and repeat result from an unknown roche analyzer was 2.18. Sample 10 initial ft4 result was 1.99, repeat result on the siemen's dimension was 1.16, and repeat result from an unknown roche analyzer was 1.99. Sample 11 initial ft4 result was 2.37 and repeat result on the siemen's dimension was 1.68. Sample 12 initial tsh result was 9.61, repeat on the siemen's dimension was 6.07 and repeat result from an unknown roche analyzer was 9.46. The initial ft4 result was 1.74, repeat on the siemen's dimension was 1.12 and repeat result from an unknown roche analyzer was 1.66. On 3/2/2010, 13 additional samples generated discrepant results. The initial result was generated on the e601 or on the elecsys 2010. The user would not provide which system the data was generated from. The samples were repeated on the siemen's dimension then repeated on an unknown roche analyzer. Sample 1 tsh results were 6.66, 3.08 and 3.88; ft4 results were 0.96, 0.48 and 0.72. Sample 2 tsh results were 4.81, 2.35 and 4.26. Sample 3 tsh results were 5.22, 2.92 and 3.68; ft4 results were 1.38, 1.02 and 0.78. Sample 4 ft4 results were 1.39, 0.71 and 0.83. Sample 5 ft4 results were 1.76, 0.95 and 1.14. Sample 6 tsh results were 5.35, 3.10 and 4.09; ft4 results were 1.62, 0.94 and 1.13. Sample 7 ft4 results were 0.99, 0.54 and 0.69. Sample 8 tsh results were 5.70, 3.00 and 3.90; ft4 results were 0.73, 0.43 and 0.56. Sample 9 tsh results were 4.84, 2.29 and 3.40; ft4 results were 1.25, 0.69 and 0.76. Sample 10 tsh results were 4.26, 2.62 and 3.40; ft4 results were 1.34, 0.71 and 0.82. Sample 11 ft4 results were 0.76, 0.53 and 0.53. Sample 12 tsh results were 6.32, 3.57 and 4.29; ft4 results were 1.14, 0.55 and 0.7. Sample 13 tsh results were 5.70, 3.00 and 4.43; ft4 results were 0.73, 0.43 and 0.53. On 3/4/2010, 11 additional samples generated discrepant results. The initial result was generated on the e601 or on the elecsys 2010. The samples were repeated on the siemen's dimension then repeated on a beckman analyzer. Sample 1 ft4 results were 5.31, 3.77, 4.16. Sample 2 ft4 results were 1.89, 1.47, 1.40. Sample 3 ft4 results were 1.39, 1.03, 0.99. Sample 4 ft4 results were 1.72, 0.61, 1.52. Sample 5 ft4 results were 1.97, 1.37, 1.31. Sample 6 ft4 results were 1.88, 1.29, 1.39. Sample 7 ft4 results were 1.91, 1.44, 1.55. Sample 8 ft4 results were 1.95, 1.08, 1.37. Sample 9 ft4 results were 1.74, 1.06, 1.26. Sample 10 ft4 results were 1.92, 1.44, 1.20. Sample 11 ft4 results were 1.95, 1.56, 1.56. The discrepant results were not reported. The tsh reagent lot numbers were 15531801 and 15697801. The ft4 reagent lot number was 15567401.

Event description:
Caller states the connector port on the inform system appears burnt. No adverse event reported. Requested return of suspect device, and replacement was sent.